Event description:
The event is reported as: complaint alleges: 3 clips failed during surgical clipping for renal artery since the clips could not clamp. Then the doctor changed to a new cartridge for the surgery. The new clips used on pt were successful. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.